Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms, which the center attributed to the patient¿s hemorrhagic shock from bleeding in the abdomen. A direct correlation between the reported bleeding and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), could not be conclusively established through this evaluation. The system controller event log file contains data from (B)(6) 2021 at 07:18:57 through (B)(6) 2021 at 13:36:36. Several low flow events were captured over the last 42 minutes of the file, starting on (B)(6) 2021 at 12:54:50, resulting in 71 total low flow alarms. Calculated average flow ranged from 0.8-2.4 lpm for these events. Overall, calculated average flow ranged from 0.8-5.4 lpm. No additional atypical events were captured. The pump operated as intended at the set speed. The center reported that the patient underwent peg (percutaneous endoscopoic gastrostomy) insertion on (B)(6) 2021, after receiving a pump exchange for suspected thrombus on (B)(6) 2021. The patient reportedly experienced complete low flow down to 0 lpm. The patient was taken to the or urgently for an exploratory lab. Blood was found in the abdomen but no bleeding source. It was later reported that the low flows were related to hemorrhagic shock from the bleeding in the abdomen. The alarms reportedly resolved with aggressive blood resuscitation and evacuation of the hematoma from the abdomen. Although an initial concern for pump thrombosis was reported, it was later reported that the patient was stable after this treatment. The patient remained ongoing on hm3 lvas, serial number (B)(6), until expiring on (B)(6) 2021. The hm3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. The IFU provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The IFU provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. Section 6 provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. Section 1 of this IFU provides an explanation of all pump parameters, including pump flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's pump exchange was captured in manufacturer report number 2916596-2021-03011. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2021 and had a post operative course complicated by bleeding status post multiple blood products. The patient had a sudden low flow event on (B)(6) 2021. He was taken back to the operating room (or) for a pump exchange. The patient was found to have bleeding from the outflow graft near the anastomosis to the aorta, and the explanted pump was found to have a clot. The patient underwent percutaneous endoscopic gastronomy (peg) insertion. The patient was then taken to the operating room for exploratory lab. Blood was found in his abdomen, but no bleeding source was identified. There was a concern for pump thrombosis. Technical services reviewed the submitted log files and noted low flow events beginning at 12:54pm on (B)(6) 2021 and continuing throughout the rest of the event history. The patient experienced low flow events that dropped as low as 0.8 liters per minute. The low flows status post peg tube were related to hemorrhagic shock from bleeding in the abdomen. The low flow alarms were resolved with aggressive blood resuscitation and evacuation of hematoma from abdomen. The patient was reportedly stable as of (B)(6) 2021 and continues on supportive care.